Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack, creases fold, wear abrasion and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crack. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.